Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6)2014 and mesh was implanted. It was reported that the patient experienced undisclosed complications requiring invasive medical treatments.

Manufacturer narrative:
Patient code: (B)(4) -surgical intervention additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2015 by (B)(6) at (B)(6).